Event description:
It was reported to boston scientific corporation in 2005, that a hydra jagwire guidewire was used during a procedure performed the day prior (patient age, gender and weight are unknown). According to the complainant, resistance felt while removing cannula after the guidewire was inserted. The physician was able to successfully remove the cannula, however, during insertion of the basket and guidewire, it became difficult to advance the devices near the mammary papilla. The devices had to be removed as one unit. The hydra jagwire guidewire was examined and found to have peeling of the ptfe coating approximately 40cm from tip. Procedure successfully completed with another of same hydra jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The jagwire returned and was evaluated for the reported failure. A visual evaluation confirmed sheath damage at jag end and a bent distal tip at dream end. A dimensional analysis of the corewire o.d. Was conducted and found the measurements to fall within the device specifications where there is no sheath damage. The cause of the reported malfunction is undetermined.